Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in a (B)(6) year old female patient who had essure (batch no. 676816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's medical history included menses irregular with excessive bleeding and adenomyosis. Concurrent conditions included body mass index, fatigue, appetite lost, back pain, joint pain, muscular pain, breast tenderness, chickenpox, tetanus, immunisation, polyp of corpus uteri, drug hypersensitivity and drug hypersensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010 and paracetamol (acetaminofen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish & mental anguish,psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding and psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device successfully occluded. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet and mr documents received. Case upgraded to incident. New information added: reporter, concomitant condition/ medication, patient demographic, essure start stop date/ indication/ lot number and events abnormal bleeding (vaginal, menorrhagia), abdominal pain, genital bleeding, depression and she didn¿t underwent essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.